Manufacturer narrative:
On (B)(4) 2014, the field service engineer (fse) evaluated the instrument and found the tubing at port 125 had popped off the feed through fitting. The tubing was stretched/worn and did not have any more elasticity allowing it to slip off the fitting. Replacing the tubing resolved the issue. (B)(4).

Event description:
Customer reported a leak when using the coulter lh 780 hematology analyzer. The leak was from the back of the instrument, however the customer was unable to identify the source of the leak. The leak was approximately 20 ml and was not contained in the instrument. The operator was wearing a lab coat and gloves at the time of the incident. There was no report of biohazard exposure to mucous membranes or open wounds. There was no report of erroneous test results associated with this event. There was no death, injury or affect to patient treatment.